Manufacturer narrative:
Examination of the returned devices was not able to conclusively determine root cause. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The devices were submitted to metrology to determine rate of wear. According to the investigative quality engineer, very little wear was observed from the testing of the device. Visual examination finds no abnormal wear on either the insert or the femoral head. Although both items exhibit scratching from extraction. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patients blood was reading high metal ions.primary procedure: 2004 approx.date of revision procedure: (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.